Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we presumed that the user continued to use a water filter that had expired its replacement date for a long period of time, causing the filter to become clogged and making it difficult for water to flow. It was confirmed that the user did not change water filter. The time to complete reprocessing reduced from 55 minutes to 48 minutes by replacement of external filters. Water filter had not been changed, the user possibly did not read IFU carefully and lacked knowledge on the equipment. User can detect and prevent the suggested event by handling the equipment in accordance with the following IFU. Gt9882 oer-elite operation manual chapter 8 replacement of consumable items 8.4 replacing the water filter (maj-824 or maj-2318). Warning: replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor exhibited poor reprocessing due to inadequate water filter handling or inadequate water supply piping disinfection after water filter replacement. There were no reports of patient harm.